Manufacturer narrative:
Continuation of d10: product ID tm90q0 serial# unknown product type accessory. Product ID a52300 serial# unknown product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient on (B)(6) 2026 patltr. The patient reported that they didn't remember the comment "seemed to be not in the right location." The stated that they occasionally feel it on the left lower side of their vagina. When asked if the issue had been resolved they reported that they live with it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they have had some situations with their handset. Patient explained when they went to turn it on again, they got everything in "korean" and some warning at the top saying something about needing to reboot now. Patient said they turned it on because they had it set at 4 but in the middle of the night, they realized they were feeling the stimulation when they were standing up. Patient also said they don't notice it when they are laying in bed but they can feel the thing so they lowered it to 3 for the night and did that again today but the next time it came up with warnings about a special and that they can't have other programs on. Agent reviewed therapy information and recommended patient follow up with their healthcare provider before starting to make adjustments. Agent attempted to assist the patient in connecting their handset and communicator to their implanted neurostimulators, but patient was unable to do so. Patient were opening the correct app, the communicator had only a blue light blinking, patient confirmed the bluetooth it was on, and the s/n appears to by pear, patient goes over switch communicator re-tap the s/n issue was not resolve. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the communicator. Patient was redirect to hcp for further assistance. Additional information was received from the patient. They reported that they received a communicator but it was not working. They were unable to connect it successfully. The local rep had to give her a new communicator on (B)(6) 2025. Additional information was received from the patient. The patient stated that the cause of the feeling stimulation when standing up was unknown but the new device did not do it except at times. It seemed to be not in right location, also felt it while laying down. The doctor adjusted the second device on (B)(6) 2025. When asked about the steps taken to resolve the issue, the patient stated that the manufacturer representative (rep) on (B)(6) gave them a new device as phone and communicator were not working. They haven't had problems since. The patient confirmed that the issue was resolved. The patient also confirmed that replacing the communicator resolve the issue

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient stated that the cause of the feeling stimulation when standing up was not determined. When asked about the steps taken to resolve the issue, the patient stated that they have moved it up 2 steps as they have been leaking up to 4x times one day, other day was fine, they still have more leakage but usually not as bad. The issue was resolved.